Event description:
While performing diangostic procedure (hysterosalpingography) utilizing oil-based contrast, md attached syringe and inflated balloon, but when they gently pulled on it to secure it at the base of the uterus to allow for full visualization, the catheter came out. Attempts to reinflate balloon were and have been unsuccessful; it appears to have a hole in it as it partially fills then deflates.